Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, minor scratched lcd window, stained lcd resilient cover, broken reservoir tube lip and loose and protruded drive support disk.

Event description:
The customer reported via phone call that the insulin pump had a crack from the battery compartment towards the display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.